Manufacturer narrative:
Pump passed self test and active current measurement. No unexpected replace battery alarm during testing. However, the pump received with a high sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. Battery cycle 10.0 received the lowbatteryalert (104) on 09/26/2025 11:14:00 after more than 7 days at 7.44 days. Battery cycle 8.0 received the lowbatteryalert (104) on 09/19/2025 00:21:00 faster than expected at 6.08 days. Battery cycle 7.0 received the lowbatteryalert (104) on 09/12/2025 22:02:00 faster than expected at 5.59 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly during visual inspection. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, missing display window cover, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Customer alleged for unexpected low battery alert, charge/battery lasts less than expected, and high sleep current measurement during testing due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low/short battery life on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the customer received a replace battery alarm and the battery did not last for more than 1 week. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.